Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a distributor. Regarding the serial number of the pump associated with the event and date of implant regarding the device, it was noted that the details of the case were unknown because the physician in charge was absent and the substitute physician hurriedly performed the refill. It was further noted that visits to the hospital continue to be prohibited, making additional investigations difficult.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# unknown. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient who was receiving gabalon at daily dose rate of 189 mcg via an implantable pump for an unspecified indication for use. It was reported that the issue occurred at a pump refill on (B)(6) 2021 after aspirating 2 ml of the drug solution in the pump. When 20 ml of the drug solution was newly injected, the needle was removed, and the drug solution leaked to the outside. It was visually confirmed that water was accumulated under the skin around the pump. This was confirmed by echo and judged to be a subdermal leakage of the drug solution. The accumulated drug solution was punctured and aspirated to perform removal. The drug solution was re-injected into the pump. It was informed that it was a possible that the drug solution leaked under the skin was absorbed and an overdose was performed. There was a request to pay attention to the patient's status. The remaining amount on the programmer was 0.6 ml, and the concentration of the drug solution was 1,000 ¿ / ml. Regarding causality, the issue was related to the device procedure, but not related to the catheter, pump, or programmer. It was of the attending physician¿s opinion that the needle might have come off by pulling the extension tube during the operation of replacing the drug solution. The patient had recovered as of (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.